Event description:
The customer reported that the sensor is falling apart at the base. The patient also stated that the same thing happened to two previous sensors. The blood glucose reading is 56 mg/dl. The customer stated that in the previous night, he had high blood glucose and treated himself with a glucose tablet. The patient has consulted with his physician and is often high because of stress. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.